Manufacturer narrative:
Insulin pump passed active current measurement and displacement test. Insulin pump was received with pump error due to non-sleep anomaly software error. Unit passed rewind, prime/seating, basic occlusion, force sensor test and occlusion test. Unit failed sleep current measurement due to pump error. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced high blood glucose and an insulin pump had received power error detected alarm. Customer¿s current blood glucose is 350 mg/dl. The customer did experience the symptoms such as nausea. The customer treated with the humalog. Troubleshooting was done for high blood glucose, under delivery and power error detected alarm. Power error detected recurred within a week of troubleshooting previous occurrence. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does allege pump was under delivering. The insulin pump will be returned for analysis.